Manufacturer narrative:
Concomitant medical products: cev669bg (lot # 120101; quantity 1) - manufacturing date: january 2012. Cev669bg (lot # 111001; quantity 1) - manufacturing date: october 2011. (B)(4). Three devices (bipolar handle cev669bg dia 5mm erg) were returned for analysis. Analysis indicated that during assembling, the electrodes do not stay blocked on the handle. The plastic pieces at the connection level had some residues of burnt plastic. The difficulties experienced with fitting are due to the presence of burnt plastic residues at the pin connection area. These residues are probably the consequence of the formation of an electric arc in the connection zone following the presence of humidity, blood or a damaged cable during coagulation. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(4).

Event description:
It was reported that the handle does not fit with tip of bipolar forceps. There was no reported patient impact.